Manufacturer narrative:
A service call was performed on the laser and the cynosure service technician tested the laser and found that the laser was emitting energy with the shutter closed. Cynosure service technician inspected the shutter and found one of the mount of shutter to be out of alignment, not blocking the beam fully. Cynosure service technician aligned shutter and verified it operated correctly.

Event description:
Laser energy was emitted when the shutter was closed. No patients were injured.